Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was unable to be disconnected from the patient line of the amia cassette. The event was further described as ¿got stuck when disconnecting from the patient line." This was observed while disconnecting after peritoneal dialysis (pd) therapy. The patient had to cut the line to disconnect from the cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.